Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test and unable to prime during prime test due to faulty force sensor. The motor passed motor test. The insulin pump was unable to finish occlusion test due to motor error alarm. The insulin pump passed displacement test and excessive no delivery test. The insulin pump had cracked case at display window corner, minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 205 mg/dl. Customer stated that the alarm normally occurs when his pump is running out of insulin. Customer changed his pump but the pump makes strange noises while the customer is delivering a bolus, filling, and rewinding. Pump also runs through batteries very quickly. Customer stated that the pump has been exposed to x-rays. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.